Event description:
This 47 year old patient had bilateral silicone breast implants placed in 1979. The patient experienced skin sloghing with prosthesis extrusion and these wre replaced with double lumen breast implants in 1981. Apparently, in 1989 the implants ruptured and these were agin replaced. The patient gave a history of burning pain under the skin of both breast, volar aspect of the arms and the plantar surfaces of the feet. The patient noted short term memory loss, dry mouth and eyes and a dry vagina. The patient also suffers from chronic fatigue. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. The left implant was intact and the right implant was rupturedinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown, unanticipated. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.